Manufacturer narrative:
Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the system's fiberlife safety function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. The customer's initial report of activation of a safety function is not considered a reportable issue, however, based on the analysis findings, the circumferential fracture condition may also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
The customer reported that at 123,326 joules during prostate vaporization, there was a fiber life safety message that would not switch off. The case was completed by turp. The initial report of activation of the laser system safety mechanisms is not a reportable event. The MFR is filing this based on the failure analysis findings.